Event description:
The manufacturer's representative reported that the patient underwent an MRI and developed rectal blisters as a result. At the time of this report, the patient had not visited her physician. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.